Event description:
The manufacturer received information regarding a trilogy 100. The patient has alleged that the respirator caught fire. There was no report of patient harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.